Event description:
I used an indicaid at home covid test as a precaution before seeing family. I performed all steps of testing properly, and a very faint line appeared, indicating the test was positive. I had covid 11 weeks prior, so I was surprised though I knew it's not impossible. I went online to order more tests and read several 1-2 star reviews on amazon of other people reporting false positives and faint lines like mine. I isolated and over the next few days I tested negative 6 times with tests from other brands (this included one test immediately following the false positive, another that evening, and the rest of the tests were over the course of the next few days). This was clearly a false positive. I wrote to the company who suggested it was viral shedding from my infection weeks ago, which is not possible with an antigen test or with that length of time.